Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported the automated impella controller (aic) experienced yellow "controller error" alarm associated with a power or battery issue. The aic was in the storage room. There was no patient involvement.